Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient had an uncut area on the bed cut of the left eye during surgery. Surgeon tried to separated the flap manually by using crescent knife and completed the surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows seven successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).